Event description:
The customer reported to customer service that the transformer for her breast pump power supply is cracked and one of the prongs that plugs into the wall "pushes in and does not stay in one spot." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see any melting, fire, smoke or sparking but confirmed that the transformer housing was cracked by the prongs (but no wires were showing). When asked, she indicated that she did not know how the crack occurred. She also indicated that no injuries were sustained as a result of the issue and that she disposed of the power supply. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. The unit is ul certified and, as such, has been tested for impact and dropping. No conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product will continue to be monitored for similar issues.